Event description:
A customer contacted baxter (B)(4) product surveillance to report that the tina hemodialysis machine had delivered too much heparin. The field service technician made arrangements to go onsite to evaluate the device. As such, the device will not be returned to baxter for evaluation. The process step and any report of patient injury or medical intervention are unknown.

Manufacturer narrative:
(B)(4). The actual tina device was evaluated and the reported condition of the device delivering too much heparin was not confirmed. The root cause of the reported condition was not determined due to the technician not being able to reproduce the problem.